Event description:
Device 2 of 4. Reference MFR reports: 1627487-2013-16156, 1627487-2013-16159. It was reported the pt experienced pain around her ipg site; since her implant, that makes it difficult for her to sit on her left side. She reported the physician relocated the ipg pocket a few weeks after her implant, but this did not alleviate the ipg site discomfort. She also complained her leads are superficial and cause her irritation since she can feel them under her skin. In addition, the pt stated she experienced pocket heating while charging. She stated she has not used or charged the system in over a year due to the issue, and she is now interested in having her system removed. On 08/01/2012 st. Ju de medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. Corrective and preventive action (CAPA) investigation was performed. Eval results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.